Manufacturer narrative:
The system 1e processor operator manual states, "warning: extreme care should be taken if an attempt is made to manually open a sealed container of s40 sterilant." The operator manual further states (3-5), "manual disposal - a. Increase room ventilation to remove any strong, tear-producing vapors... E. Gently shake the contents (dry powders) into the bucket of water. Avoid inhaling or contacting contents... G. Submerge the sterilant container into the bucket containing the dissolved powders... I. Avoid standing directly over the bucket or irritation may occur from the peracetic acid vapors. Avoid inhaling or contacting contents." The s40 sterilant safety data sheet states (2.2), "do not breathe dust, fume, vapors, mist, spray." The steris account manager offered in-service training on the proper use and procedure for manual disposal of s40 sterilant; however, the user facility declined. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported an employee experienced irritation after manually disposing forty expired s40 sterilant cups. Medical treatment was sought and administered.